Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The biomedical engineer said that he could not duplicate the reported problem. He said that the filters are clean and the fan is operational. Customer stated no patient harm. No further information provided.